Event description:
It was reported that when an asymptomatic patient presented in clinic for routine follow up, the device was unable to interrogate. Multiple programmers were attempted in a location that was free of emi were unsuccessful. The device was able to interrogate with rf telemetry. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.